Event description:
It was reported that the o-ring of the cartridge became detached and was stuck on the pump body, making it difficult to attach new cartridges. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.